Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during the procedure when the physician was using the morcellator, the tip of the trocar, a piece approximately 3mmx2mm was sheared off. All attempts to retrieve the piece of trocar including exploration and irrigation, have not been effective. There is no additional information available at this time.